Event description:
Reportedly, pt expired due to unk reasons. Unk if pt death is device related. Date of pt's death and implant duration is unk. Unk if device was explanted. Info received from implant pt registry.

Manufacturer narrative:
Device not returned.